Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Complainant reported that the implant lack primary stability during placement. The complaint could not be verified: dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. See attached summary investigation. A review of the subject lot did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there has been one related complaint reported against the subject lot. Investigation has identified that the most likely probable causes are related to patient biological factors/condition and surgical technique. These facts do not suggest a systemic quality issue with the lot. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number; k101880.

Event description:
It was reported that the implant had lack of primary stability during placement. The procedure was not completed using another implant or another device. The patient will return to place a new implant after the bone graft heals.